Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead had high varying impedance. The lead was suspect of a connection issue with the device setscrew. The lead was removed and a new lead was implanted. It was further reported that the implantable cardioverter defibrillator (ICD) had a setscrew issue where the setscrew was not fully extending causing high and varying impedance connection with the lead. The device was attempted with a new lead and the issue was resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically bent. The helix of the lead was extrinsically compressed. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.